Event description:
Rayner intraocular lenses limited received notification from an (B)(6) healthcare facility of an event that occurred following implantation of an unspecified rayner iol. The event description provided states that opacification of the iol had been observed in the post-operative period. For further information please refer to rayner intraocular lenses limited's MDR 9611165-2015-00024.